Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had trouble with her recharger. The pt was unable to get any boxes to fill up on the recharger and therefore, could not recharge. The pt met with the manufacturer's representative and was able to get 4 boxes. The pt went home and over the weekend, the pt could not get any boxes again. It was noted that the pt had a keloid, from the incision area, removed on (B)(6) 2011 and swelling could contribute to coupling or communication issues. Later, the pt received a new recharger and was able to get all 8 boxes filled in.